Event description:
A physician reported that the pack could not pass the test, unable to achieve suction when connected to the device, the cassette was broken during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2. And h.11. Upon further assessment, it was confirmed that the reported malfunction was actually broken cassette (fluidics management system), which does not meet the criteria for regulatory requirement. No further report will be submitted under mfg report num. 1644019-2026-00030. The manufacturer internal reference number is: (B)(4).